Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, it was reported that the patient felt pain when the probe was moved. The patient experienced and vomiting. On (B)(6) 2020, the patient underwent an endoscopy, which revealed a bezoar and a duodenal ulcer. The gastroenterologist removed the entire tubing system and the patient was treated with daily cures for stoma closure and gastric protectors of ondansetron and motilium every 12 hours. Duodopa therapy was discontinued.